Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that t2 tibial nail surgery was performed. After that, the patient complained a pain at the distal locking, the extraction surgery was performed on (B)(6) 2016. During the extraction surgery, a filamentous metal piece was found at the site. Then, the surgeon checked the x-rays of just after primary surgery, the metal piece was confirmed around the distal locking screw. The sales rep indicated that 5 screws were used in the primary surgery.

Manufacturer narrative:
The issue is about a sheared-off crest of a thread of a locking screw; in the following this piece is named ¿metal chip¿. On one of the x-rays provided this metal chip is visible beside one of two distal locking screws, which was identified as being of 30 mm length (locking screw, fully threaded t2 tibia ø5x30 mm / cat # 18965030s). Since two items with this catalogue number (of different lots) were reported, but were not available (discarded), both screws were considered products in question. The other implants reported were considered associated products. According to information received ¿the two screws which were replaced should have been discarded at the time of the primary surgery¿. The other products reported were stated to be ¿still implanted¿. A review of the device history records of both screws in question revealed no discrepancies. The items were documented faultless prior to distribution. We received a metal chip of 32 mm x 0.5 mm, which was sent to an external lab for material analysis. The examination revealed the material of the metal chip to be of titanium alloy. Material and shape (as well as one of the x-rays provided) indicate that the metal chip is the intra-operatively sheared-off crest of the distal 30 mm locking screw. In a very similar case the nail and the screw as well as similar metal chips were returned for examination (see images at the end of the investigation report). The case was presented to a consulting health care professional (md and graduate technical engineer), who commented on the event as follows: such situations only occur if (as shown in the present case) a very strong cortical bone is present, which is able to exactly guide a drill respectively a screw. The process can be described as follows: the bone drilling (using a freehand technique) has been carried out not very precisely, so that the drill tip has penetrated the nail beside the screw hole, thereby causing damage. Usually, then the drill is pulled back under image intensifier control in order to recognize the direction of misalignment. Then the drill is moved back and forth a few times under asymmetric load attempting to correct the axis error. This process is repeated until the drill (if it was not broken previously) finally fits through the nail. The thicker and more stable the cortical bone, the more difficult the process. Subsequently, the locking screw is inserted. Since the screw has a greater diameter than the drill, the screw inevitably will unilaterally contact the damaged nail at the edge of the screw hole. However, nearly always it is possible to further turn in the tensioned / stressed screw under gentle force and, finally, to position it correctly. If the event of damage of the nail has led to a sharp edge (as shown in the present case), this may shape the screw thread like a turning tool on a lathe. It depends solely on the rotary direction in which the screw has moved on the sharp edge, in order to assess, whether the damage has occurred during insertion respectively removal of the screw. For the overall assessment it makes no difference, whether the damage has occurred during insertion or removal of the screw.¿ based on the above observations the root cause of the reported event is likely to be found in intra-operative damage due to distal drilling under malalignment and inserting the tensioned / stressed locking screw under force along the pre-damaged edge of the screw hole of the nail. Nevertheless, in absence of the corresponding locking screws in question (and the nail) the exact root cause of the event could not be determined with the information given. Device was not returned.

Event description:
It was reported that t2 tibial nail surgery was performed. After that, the patient complained a pain at the distal locking, the extraction surgery was performed on (B)(6) 2016. During the extraction surgery, a filamentous metal piece was found at the site. Then, the surgeon checked the x-rays of just after primary surgery, the metal piece was confirmed around the distal locking screw. The sales rep indicated that 5 screws were used in the primary surgery.